Event description:
It was reported that during a ureteroscopy procedure, a device malfunction occurred. During the procedure, the physician indicated that the handle was not working properly on the zero tip nitinol stone retrieval basket. The procedure was completed with another zero tip nitinol retrieval basket. No pt complications occurred. Pt status is satisfactory.